Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the gasket from 511sd located at the subxyphoid site fell into the pt's abdomen. The gasket was retrieved laparoscopically. The procedure was completed with the same trocar. This device came out of an fdc32 kit. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.49916. Ees #.981373/j. D5,6; h4: info not available. Endopath dilating tip trocar: based upon the inquiry info received and the visual examination, it was confirmed that the reported event occurred. No conclusion could be reached as to how the inner gasket had become dislodged from its original position or how the outer gaskets were torn.